Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi." Ran a back to back blood test, hi and 561 mg/dl. Memory results: 303 mg/dl - (B)(6) - 4:47 am; 307 mg/dl - (B)(6) - 11:40 pm; 526 mg/dl - (B)(6) - 7:49 pm; 554 mg/dl - (B)(6) - 7:49 pm. Customer states she is feeling fine, I advised customer to seek medical attention due to the results of both tests but customer insisted she wants to wait until appointment on monday. I advised customer to least call her doctors office to seek medical advice but customer stated she will call the doctor's office. Verified strips expire 07/15/2017 but is unsure of when strips were first opened. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi." Ran a back to back blood test, hi and 561mg/dl. Memory results: (B)(6). Customer states she is feeling fine, I advised customer to seek medical attention due to the results of both tests but customer insisted she wants to wait until appointment on monday. I advised customer to least call her doctors office to seek medical advice but customer stated she will call the doctor's office. Verified strips expire 7/15/17 but is unsure of when strips were first opened. No adverse event reported.